Manufacturer narrative:
Combination product: yes. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Combination product: yes.

Event description:
This lead was capped due to dislodgement. This lead dislodged in 2019 but no action was taken. Lead was repositioned on (B)(6) 2025. During post op, it was noted the lead dislodged again. Pocket was opened and the lead was capped. Should additional information become available this file will be updated.